Event description:
Same case as 2134265-2014-01897 and 2134265-2014-01990. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used. The motor drive unit (mdu) failed to perform the first pullback. The procedure was completed with another with the same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).